Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonoscopy with stent placement procedure on a male pt with colorectal cancer. According to the complainant, successful stent placement was completed in 2008. In 2009, the pt presented with a perforation to the side anal wall as a result of stent migration. The stent was explanted manually by the physician at that time. No scoping was required. Surgery to resect the perforation area was performed at about 4 days later. A new stent was not needed since there was no longer an obstruction. The tumor grew in the distal direction very rapidly over the last 5 months and had metastasized to the liver even though the stent was placed perfectly. The pt underwent radiation which shrunk the tumor. The physician felt the stent worked appropriately and migrated due to the shrinkage of the tumor. The pt was in stable condition following the surgery.